Event description:
Treatment of a large unruptured fusiform aneurysm measuring 10mm located in the superior hypophyseal segment of the ica. On (B)(6) 2014, the patient underwent pipeline embolization treatment. The patient had tortuous proximal vessels, so a triaxial system was used. During the procedure, it was reported the first pipeline (5mm x 25mm) successfully released from the capture coil in the m1 to ophthalmic segment, but the distal end and proximal end required balloon angioplasty (an option presented in the instructions for use, u.s.) With a scepter balloon to achieve full wall apposition. The second pipeline successfully detached in the distal m1 segment to p-comm (posterior communicating) artery and also required balloon angioplasty on the distal end to achieve full wall apposition. No patient injury was reported as a result of the procedure. Same event as MDR# 2029214-2014-00584.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).